Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes rubber was stuck in sample aspirator. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿rubber gets stuck in the sample aspirator of the machine.¿

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes rubber was stuck in sample aspirator. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: ¿rubber gets stuck in the sample aspirator of the machine.¿

Manufacturer narrative:
Investigation summary: bd received one photograph in support of this complaint. The photo was evaluated revealed a white plastic with a lot of little blue pieces. A bd vacutainer tube was not observed in the photograph. It is not clearly stated what machine was used by the customer therefore, the investigation is limited. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, because of the insufficient evidence that was provided. Bd is unable to determine a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.